Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench testing under vibration, heat, cold, and stress without duplicating the report. The customer's returned accessories passed testing. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "pacer fail 02" message. Complainant indicated that there was no patient involvement in the reported malfunction.